Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a red cross with an alarm and abnormal reading of blood pressure during monitoring of a pt. When the device was checked after the event, the operation check had failed. There was no negative pt impact.